Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006, due to pelvic organ prolapsed and stress urinary incontinence. Following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, vaginal scarring and other: post-op hemorrhage requiring surgery and blood transfusions, weight loss, difficulty sleeping, inability to participate in physical activity, difficulty completing everyday chores and household tasks; ¿ see medical records¿. (Note no medical records were provided at this time). On (B)(6) 2006, the patient underwent post-op exploration and evacuation of blood clots due to bleeding, post-op hemorrhage requiring packing and blood transfusion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6).